Event description:
A recent (march 2006) lifecor engineering analysis of downloaded data detected a reportable malfunction. The data was associated with a complaint from 08/22/2005 in which a pt had called paramedics when his lifevest device was announcing "device disabled...call ambulance". The message was properly generated because the device had detected asystole. This previous complaint was not reported since no death, serious injury, or device malfunction had occurred. The device was not returned to lifecor at that time. The recent engineering analysis of the downloaded data determined the asystole was actually falsely declared due to memory errors that resulted in corruption of the ECG gain variables.